Event description:
It was reported that 3 sequences of anti-tachycardia pacing (atp) therapy were done on supraventricular tachycardia (svt). The daily dosage of beta-blockers was increased. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that 3 sequences of anti-tachycardia pacing (atp) therapy were done on supraventricular tachycardia (svt). The daily dosage of beta-blockers was increased. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2013: (B)(4): it was later reported that the device delivered inappropriate shocks. Therefore an antiarrhythmic therapy was changed from beta-blockers to iii class (sotalol) and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.